Event description:
It was reported ¿bur was used during nose-surgery. Scrub-nurse had trouble connecting irrigation tube. Bur was not cooling, small blister in the nose of the patient. Surgery was finished in a normal way.¿ additional information has been requested but not received.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.